Manufacturer narrative:
Pump had full segments display. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, missing segments/ partial display due to full segments display. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer had a black bar on the display screen and the insulin pump did not function. Customer had a partial display and troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.